Manufacturer narrative:
Correction to h10 device inspection results: the device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Detection method is described in operation manual: 3.3 "inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the instrument channel had a leak. No other leaks were noted. The plastic distal end cover insulation failed due to the missing bending section cover. The distal end plastic cover had a hole/cut. The bending section cover glue was missing on arrival for evaluation. The objective lens had peeling cement. The bending section electrical continuity was unstable, with no broken strands, and the charged coupled device shrink tube was cut. The insertion tube had dents and failed ring gauge. A screw was rattling inside the connector. There was low angulation the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, parts fell from the distal end of the bronchovideoscope, including the bending section cover. The tip of the scope on the distal end pulled out of the scope and there was crinkling on the distal end. The issue was found during reprocessing for a diagnostic procedure. There were no reports of patient harm.